Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured. In addition, it was reported that the patient¿s right atrial (ra) lead dislodged into the ventricle and exhibited high thresholds. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.